Manufacturer narrative:
The customer was sent a replacement power supply. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that the transformer housing of her pump in style advanced breast pump broke open exposing the inner electronics, which is a safety risk.